Manufacturer narrative:
This event was initially reported via medwatch event report#mw5030456. A request for additional information was sent to emdr@FDA.hhs.gov and the following reply was received: the report that was sent is the copy that provides you (bard peripheral vascular) with all the allowed releasable information from the report. Unfortunately, we are unable to release any further information that pertains to the report in question. Manufacturing review: the lot number was not provided to the manufacturer; therefore, a complete manufacturing review could not be performed. Visual/microscopic inspection: the device was not returned to the manufacturer; therefore, visual/microscopic inspection could not be performed. Functional/performance evaluation: the device was not returned to the manufacturer; therefore, functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current monopty instructions for use (IFU) states: precautions: never test the product by firing into the air. Damage may occur to the needle/cannula tip and/or patient/user injury. Before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle components are damaged or bent, do not use. Unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with the needle function. Additionally, specific instruction for use, warnings, and potential complications associated with the device are included in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records cannot be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a retroperitoneal lymph node biopsy, a biopsy gun was advanced through guide needle and deployed. It was somewhat difficult to remove. On second deployment the gun was very difficult to remove and the guide needle advanced with the deployment of the gun. No further information was provided.